Manufacturer narrative:
Concomitant medical product: product ID: neu_interstim_ins, serial# unknown, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp), via a manufacturing representative, reported a faulty lead on (B)(6) 2016 during an implant procedure. During the procedure, the needle placement was considered superior according to fluoroscopy. The lead was passed through the introducer sheath, replacing the foramen needle and no inordinate amount of bleeding was observed. Electrodes 0, 1, 2, and 3 were tested to observe no motor response with amplitude increase from 0 to 10.0 volts (v). The lead was passed again several times through the introducer, with no motor response. Physician noted blood inside of the lead that could not be flushed or removed. The blood was said to be "inside" the lead/sheath plastic and raised question/concern from the physician. After the lead had been passed through the introducer several times and evaluated for excessive bleeding, the physician attempted to adjust the angle of the lead by removing the lead introducer and placing a foramen needle again through the same s3 foramen. Again, motor response was visualized at < 1v with the foramen needle. The lead was then passed through the introducer and ideal placement was visualized on pa/ml fluoroscopy. Electrodes 0, 1, 2, and 3 were tested with gradual increase of stimulation from 0 to 10 to find no motor response. This process was then repeated on the contralateral side with similar result. The r s3 foramen needle tested with motor response. Issue resolved at the time of the report as a different lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.